Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. A diagnosis showed a potential issue with the front end board. A supplemental report will be submitted upon receipt of additional information. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the pressure for the cs300 intra-aortic balloon pump (iabp) was not zeroing. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e3, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: b5, b6, b7, d1, d4, d5, h6 (medical device - problem code, health effect - impact codes). A getinge field service engineer (fse) was able to reproduce the reported issue. The fse replaced front end board to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the pressure for the cs300 intra-aortic balloon pump (iabp) was not zeroing. There was no patient involvement.